Event description:
Per the clinic, on (B)(6) 2013, the patient presented with exposed bone around the implant site. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient reportedly developed an infection around the abutment site, and the site was subsequently debrided on (B)(6) 2013. On (B)(6) 2013, the abutment was removed from the fixture. This report is filed october 23, 2013. Implanted device remains.